Event description:
The new injector syringe come disengaged. It does not seem to fit as well and slides off the plunger. Does not flush well. Manufacturer response for injector syringe, (brand not provided) (per site reporter): site visit from the manufacturer representative.